Event description:
It was reported that the device was leaking from the y site. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Four samples were received without their original packaging, in used condition, and decontaminated inside a ziplock bag. During the visual inspection, the samples arrived with the extension set disconnected from the y-connection. This connection is joined with reagent, and it's not intended to be separated. Due to this separation damage observed on all four y-site female luer connectors and are unable to be functionally tested for leaks; two of the y-site connectors are occluded with a piece of the male luer connector broken from the extension site. The root cause was due to damage or incorrect handling of the devices while in use by the customer. No corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. E4 was unknown.